Manufacturer narrative:
Summary of analysis: both coil wires on one end of the loose section of coil were found to be fractured as a result of fatigue. The compression of the coil near the fracture face and nature of the fracture face suggest that subclavian stress brought about the fracture.

Event description:
The reporter indicated that the device was replaced due to a fracture. Loss of capture and loss of sensing and high lead impedance resulted in invasive observation. Coil was completely broken at clavicle region; insulation remained intact. The lead was originally implanted using a very med stick method.